Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails alarm without battery. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to manufacturer: 9/19/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have the alarm in the ehl, and it appeared during visual and functional testing. The cause of the customer reported problem was the coin battery needed to be recharged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced allowed the pump to charge for 72 hours per technical service manual. After the charge time the manufacturer representative took the pump off the charger and allowed it to sit for 24 hours to make sure it was keeping time up to date, and the pump kept its time. The manufacturer representative updated the software, and the pump passed all functional tests and performed as intended after repair.